Event description:
"Unknown cause of sudden death" of the patient was reported. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Event description:
"Unknown cause of sudden death" of the patient was reported. Cause of death and circumstances surrounding death from the case report form: "sudden death of unknown cause at present. Patient died suddenly on (B)(6) 2010 at home". Autopsy was performed on (B)(6) 2010 and results are unknown, as police are investigating. There were no allegations of device/lead relatedness to the cause of death by a healthcare provider. The patient was not pacemaker dependant. This was a reveal device which is a loop recorder and had no therapies no leads. The patient was last seen in the device/cardiology clinic on (B)(6) 2010, and had no symptoms and no programming changes to the device, but was "extremely anxious and depressed".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.